Event description:
The customer reported that their viewsonic flatpanel monitor for the acuity central station system-pod 122 was blinking out every minute for an unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the report events.

Manufacturer narrative:
The device has not been returned for further evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.